Event description:
As reported by the doctor, upon routine removal of a filter implanted two months earlier, it was noted that one of the arms had detached from the filter. The arm remains attached to the vena cava wall with no removal plans at this time. A CT scan was performed and confirmed that the arm was attached to the cava wall, extending into the peritoneal cavity. The patient is asymptomatic.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. This included all inspections for proper configuration and dimensions. The returned sample was evaluated. It is unknown what patient factors may have contributed to this event, as the physician who removed the filter was not aware of the complete patient history since the filter was implanted. The results of this investigation are inconclusive.